Manufacturer narrative:
MFR ref no: (B)(4). Baxter is continuing to investigate the reported event.

Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in sicu, approx. 20 hours after the start of an infusion of norepinephrine at a rate of .02ml/hr. It was reported that this was a 7 day IV where the bag of the norepinephrine had been hanging for 20 hours and the tubing had been changed on (B)(6) 2013. Fluid was stated to be room temperature, the head height was less than 20 inches and there were "lots" of bubbles observed in the tubing. It was also reported that there was no patient injury.